Event description:
Vascular stent would not completely release from the delivery system during deployment. The physician used a vascular sheath to dislodge stent from stent delivery system. During this procedure, the stent delivery system broke. It was removed within the vascular sheath. There was no pt injury and the stent was accurately placed at the site of the lesion.